Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The secure an unspecified gripper and was being used to deliver gemcitabine 1gm, at a rate of 999ml/hr, via a plum pump. Within 10 minutes after the delivery was started, it was reported that the patient's sleeve was wet. The customer contact reported that an unspecified volume of solution leaked at the distal end of the tubing set and came into contact with the patient's skin. The tubing set was replaced and the therapy was resumed. It was reported that the patient showered and changed clothes. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The oncologist was notified that the patient received less medication than intended; however, no medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.